Event description:
Blood glucose measured 225, 550, and 151 mg/dl all performed within 7 minutes of each other. No actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.